Event description:
In use for 2 months. A hole/leak developed where the cath is clamped down.

Manufacturer narrative:
The complaint of a catheter leak is confirmed. During functional testing a leak was observed emanating from the arterial extension tubing. The partial tear site is jagged irregular and has a granular veneer. The break line is longitudinal with the central axis of the tubing; however at this time the exact mechanism of damage cannot be determined. The discoloration of the catheter between the extension legs and bifurcation site is due to chemical staining. The compression surfaces of the occlusion clamps are void of any burrs or sharp edges that might result in a puncture of the tubing. Evident by the complaint sample that was returned it appears the catheter has been exposed to a harsh skin prep or catheter cleaning solution. The product IFU states "acetone and peg-containing ointments can cause failure to this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g. Polysporine) are the preferred alternative." The device had been in place for 2 months prior to the complaint incident. Gross visual and microscopic examinations and functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. This appears to be a user maintenance issue. A lot history review (lhr) of reud1034 showed no other similar product complaint(s) from this lot number.